Event description:
The affiliate stated the customer reported increase imprecision on troponin I (access® accutni) patient and quality control (qc) results involving the access® 2 immunoassay system. This report is two of two referencing the patient on the event date noted. An initial result of 0.209 ng/ml was obtained but not released from the laboratory. Subsequent analysis of the sample, on the same instrument, generated results of 0.437 ng/ml and 0.586 ng/ml. There was no impact to patient care associated with this event. The patient's sample was collected in 13x100 mm lithium heparin plastic separation tube (pst). The sample was poured off, re-centrifuged, and analyzed in a 0.5 ml cup. The customer noted qc revealed sporadic low fliers. System check failed the washed portion and wash efficiency on the day of the event. The customer repeated system check the following day and it passed within the acceptable range for all parameters. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) inspected the wash arm probes and the sample probe and noted the exterior surface of the dispense probes had gum-like residue. The fse cleaned the exterior surface and performed volume checks on all three dispense probes. The fse noted probe #1 had large drops of buffer on the inside of the probes. The fse adjusted the wash wheel and aligned the probes to the center of the reaction vessels (rvs). The fse also adjusted alignment of sample probe #4. The fse performed system check, precision test, and quality control (qc). And noted qc results were poor. The fse noted no or very little mixing of reagents. The fse removed the pipettor tip and noted the holding screw was not very tight; there was evidence of the tip leaking fluid. The fse noted there was fluid on top of the tip, even after draining the tubing; and there was build-up of brown deposit inside the nut. The fse cleaned the nut, replaced the tip, and adjusted the voltages to specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event as multiple repairs resolved the reported issue. However, a specific hardware component was not identified as the singular cause of the event. Beckman coulter continues to track and trend any incident related to this issue. This medwatch report is related to MDR 2122870-2014-00207.